Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation. As no further investigation was able to be performed no change in harm was identified.

Event description:
On (B)(6)2023, it was reported by a sales representative via email that an ar-3636 knotless 1.8 fibertak would not fully seat. The surgeon drilled until the stop then cycled the drill 2-3 times. When going to insert the anchors, it would only partially advance, then it would come to a hard stop. The handle of the anchors were still about 1 to 20mm from being flush with drill guide. Surgeon re drilled on all three anchors but failed to fully insert. This was discovered during a procedure on(B)(6)2023. Additional information requested.